Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their battery explanted due to rejection. There was not more than 50% symptom reduction for the patient. It was unknown what troubleshooting had been performed and the cause was unknown. No further complications were reported/anticipated.